Event description:
A broken touchscreen was reported by a customer in france, with no additional information about the blood glucose impact provided. The customer indicated the device had a black screen despite the pump starting when plugged in. The device is being returned for further examination, with a replacement pump scheduled to be sent with serial number 1502817.